Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-07733. It was reported air bubbles were observed in the system and air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. While inserting the 27mm watchman ® laa closure device & delivery system (wds) into the watchman ® access system (was), air bubbles were noticed in the was. Wet to wet protocol was followed during insertion. It is unknown how the air entry occurred, it was unclear if air was in the was or the wds. They paused the procedure. Air was noticed in the laa. They were able to remove the air via aspiration through the was. They continued the procedure and successfully implanted the closure device. The patient did not show any deficits post procedure. No further complications were reported and the patient's condition was fine.